Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve and blood and tissue residues on the product were determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested both in the horizontal as well in the vertical position. Because the m.blue valve is not permeable, a computer controlled test is not applicable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine a blockage and a non - adjustability in the valve. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (material # fx821t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be occluded. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown height: 175 centimeters (cm) weight: 80 kilograms (kg) gender: male.